Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual examination of the device found that there was no stent on the sds. As part of the analysis, a review of the manufacturing data for the stent profile was performed. The maximum stent profile for the complaint device at the time of manufacture is within specification. The sds was returned but there was no stent present on the balloon. The balloon cones were reviewed and no issues were noted. It appeared as if the balloon was not subjected to any significant positive pressure. A visual examination of the bumper tip showed signs of slight damage on the distal edge of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. After pre-dilation was performed with a non-bsc balloon catheter, a 4.00x20mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detached/separated.